Event description:
The information received from the database indicated that approximately nine (9) months after the index procedure, during the follow-up period, the patient was re-admitted due to acute coronary syndrome (acs). Coronary angiography revealed a 60% in-stent-restenosis (isr) in one (1) of the previously implanted two (2) cypher stents. The restenosis was treated by implantation and administration of integrilin for eighteen (18) hours post-procedure. The patient's medical regimen post-discharge was aspirin indefinitely and plavix 75 mg for one (1) year.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The patient was reported to have one (1) vessel with >=50% stenosis which was the left anterior descending (lad) coronary artery. The target lesion was the mid lad. The lesion was reported to be: de novo, 95% occluded, 3 mm in vessel diameter, 38mm in length and moderatley calcified. The lesion was pre-dilated. Two (2) cypher stents were implanted in overlapping fashion: a 2.5 x 8 mm and a 3.0 x 33mm stent. The stents were post-dilated. Angiographic success was achieved for the lesion. The residual stenosis was 0%. The flow pre-procedure was timi 2 post-procedure timi 3. There were no reported complications or device malfunctions. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.